Event description:
It was reported the patient stopped charging their ipg as a result the ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.